Event description:
It was reported that the patient had two unspecified promus stents implanted on an unspecified date. On (B)(6) 2010, in-stent restenosis of the promus stents was noted and was treated with medical intervention. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the two unspecified promus stents were implanted in 2008, one in the mid left anterior descending artery (lad) and another one in the 1st diagonal branch. On (B)(6) 2010, an angiography was performed which noted restenosis in both promus stents. The next day, a 3.0 x 32 mm non-abbott stent was implanted to treat the restenosis in the mid lad and a 2.25 x 16 mm non-abbott stent was implanted to treat the restenosis in the 1st diagonal branch. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional promus stent is being filed under a separate medwatch report.